Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during the investigation of (B)(4). The cause was identified to be a faulty pump head module. To correct this condition, the pump head module was replaced. If any additional information is received, a follow-up will be sent.

Event description:
During service testing by baxter, a colleague infusion pump experienced failure code 808:02, interrupting delivery. This event occurred during service/testing. There was no patient involvement. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.